Event description:
It was reported that during central processing, the tip of a jaw of the monopolar curved scissors instrument was noted to be broken. There was no reported patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken scissor tip to be related to the customer reported complaint. The instrument was found to have a blade broken. The broken pieces were not returned. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument log was performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 9 remaining usable lives. Based on the information provided, this complaint is being reported as failure analysis acknowledges a fragment was missing from a portion of the device that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.